Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrections: h6 = annex a, annex g. Summary of event: it was reported, during a flexible ureteroscopic procedure to capture and remove ureteral stones, the user found the basket of an ngage nitinol stone extractor could not be opened and closed. After checking, the user found the front end of the basket to be detached. The user successfully completed the procedure with a new same type device. As reported, a section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A search of the device history record found no related non-conformances reported for lot. A complaint history database search showed 5 complaints associated with the failure mode for the complaint device for lot. All were reported for the same issue. All devices are inspected for functionality, damage, and specifically the basket wires for spacing, during quality control checks. There was not sufficient evidence to conclude that the devices in the lot were non-conforming. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook has concluded that the device was manufactured to specification. Cook also reviewed product labeling. The IFU [t_shef_rev1] supplied with the device did not provide any information related to the reported issue. Functional tests and visual inspection of the returned complaint device was also conducted. One used 'ngage nitinol stone extractor' was returned for investigation. The basket of the device had detached from the distal end of the basket sheath, exposing the proximal ends of the basket wires. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. A visual inspection found the distal shrink tube was not holding the basket formation secure to the end of the basket sheath. This allowed the basket to move distally, exposing the proximal end of the basket wires. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported, during a flexible ureteroscopic procedure to capture and remove ureteral stones, the user found the basket of an ngage nitinol stone extractor could not be opened and closed. After checking, the user found the front end of the basket to be detached. The user successfully completed the procedure with a new same type device. As reported, a section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1- address, phone, additional phone: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.